Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 29-mar-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) in or around 2009. Plaintiff has four children. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including pelvic pain, leg cramps, weight gain, migraine headaches, and fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In 2015 plaintiff was advised that one of her essure coils had migrated out of her fallopian tube and was imbedded into the muscle wall of her uterus. Consequently, on (B)(6) 2016 plaintiff underwent surgery to have the essure coils and surrounding tissue removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation that refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted. The hysterosalpingogram performed shortly after insertion showed that essure inserts were correctly placed. However, six years later, she was advised that one of her essure coils was embedded into the muscle wall of her uterus (interpreted as device embedded/partial perforation). She underwent a surgery to remove essure coils and surrounding tissue. Device embedment is serious due to its medical importance and listed in the reference safety information for essure. Although the exact date and mechanism of this perforation were not described, given the nature of this event, the causality between this event and essure user cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 22-apr-2016. Quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation that refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted. The hysterosalpingogram performed shortly after insertion showed that essure inserts were correctly placed. However, six years later, she was advised that one of her essure coils was embedded into the muscle wall of her uterus (interpreted as device embedded/partial perforation). She underwent a surgery to remove essure coils and surrounding tissue. Device embedment is serious due to its medical importance and listed in the reference safety information for essure. Although the exact date and mechanism of this perforation were not described, given the nature of this event, the causality between this event and essure user cannot be excluded. This case is regarded as incident since device removal was required. Based on available information, no quality defect was confirmed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded into the muscle wall of her uterus') and device breakage ('two fragments of white soft tissue and a fragmented coiled spring and soft tissue received in two pieces') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one of her essure coils had migrated out of her fallopian tube"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), pelvic pain ("pelvic pain / increasingly severe pain"), muscle spasms ("leg cramps"), migraine ("migraine headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (exploratory laparotomy with bilateral essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, device expulsion, discomfort, pelvic pain, muscle spasms, weight increased, migraine and fatigue outcome was unknown. The reporter considered device breakage, device expulsion, discomfort, embedded device, fatigue, migraine, muscle spasms, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received: event two fragments of white soft tissue and a fragmented coiled spring and soft tissue received in two pieces added and made medically significant and intervention required due to surgery. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('embedded into the muscle wall of her uterus') and device breakage ('two fragments of white soft tissue and a fragmented coiled spring and soft tissue received in two pieces'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: parity 4. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one of her essure coils had migrated out of her fallopian tube"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), pelvic pain ("pelvic pain/ increasingly severe pain"), muscle spasms ("leg cramps"), migraine ("migraine headaches") and fatigue ("fatigue"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (exploratory laparotomy with bilateral essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, device expulsion, discomfort, pelvic pain, muscle spasms, weight increased, migraine and fatigue outcome was unknown. The reporter considered device breakage, device expulsion, discomfort, embedded device, fatigue, migraine, muscle spasms, pelvic pain and weight increased to be related to essure. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.